Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value was not provided low bg cause was not known. Reportedly the customer had a seizure and was taken to the hospital. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.